Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during pre-dilatation of a mildly tortuous, non-calcified, eccentric, highly stenosed de novo lesion in the proximal left anterior descending artery, using a 2.25x12 trek rx dilatation catheter, the physician was unable to angiographically determine if the balloon had dilated. The physician purged air from the balloon multiple times, but could still not angiographically see the balloon. New contrast was mixed, and air was purged from the catheter, but the physician was still unable to angiographically determine if the balloon had dilated. The dilatation catheter was removed, and inspected by the physician to determine if a quality issue existed; no issue was found. Pre-dilatation was completed successfully using a different 2.25x12 trek rx. Though there was a slight delay, there was not a significant clinical delay in completing the procedure. There were no patient effects. The dilatation catheter was not soaked during prep according to instructions for use. No additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood on the balloon. There was contrast in the inflation lumen and in the balloon. The balloon was loosely folded. This is all consistent with catheter advancement inside the patient anatomy and suggests that the balloon was able to inflate during the procedure. There were two bends in the hypotube 1.5 centimeters (cm) and 40.3 cm distal to the strain relief tubing. Since there was no mention of any catheter damages during inspection prior to use, the observed bends most likely occurred during the procedure and/or during packing the device to ship back to abbott vascular for analysis. An indeflator, filled with 5 milliliters of grastrografin diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure with no damage noted to the balloon. The distal and proximal markers were visible and located at the distal and proximal shoulders. The return trek catheter and a stock trek catheter were inflated under fluoroscopy, the balloon markers for both catheters were visible, and the inflated balloons for both catheters were visible. The reported inflated balloon visibility could not be confirmed. The contrast used was isovue 300 diluted in half with water. Factors that may cause the inflated balloon not to be visible under fluoroscopy include, but not limited to, the type of contrast solution, contrast mixing ratio, patient anatomy, patient disease state, fluoroscopy equipment, and the angle of the x-ray tube on the patient. Since the analysis was unable to confirm the reported incident as the balloon was able to be seen during further testing in the fluoroscopy lab, a cause of the reported difficulty visualizing the balloon inflating during the procedure could not be determined. Reportedly, the balloon was not soaked prior to use. It should be noted the trek rx instructions for use states: submerge the balloon in the sterile heparinized normal saline during balloon preparation to activate the coating. Although the analysis was unable to identify any anomalies with the balloon, the failure to soak the balloon prior to use can contribute to a balloon inflation failure. A review of the lot history record revealed no nonconforming material records associated with this lot indicating that all lot acceptance testing met specifications. Additionally, a query of the complaint handling database revealed no other incidents for this lot. There is no indication of a product quality deficiency. All dilatation catheters are 100% visually inspected for damages numerous times throughout the manufacturing process including prior to inserting into the coil dispensers.

Manufacturer narrative:
(B)(4). Two images were reviewed. The first image has the comment: can not confirm the balloon clearly angiographically. It shows 2 wires (supposedly in coronary arteries), there are 2 markers visible on one wire. There is a shadow-like radiopacity between the markers. Whether the radiopacity is the inflated balloon or artifact is unclear. The second image has the comment: normal version (trek rx: the physician changed to this new one. This image clearly shows a balloon inflated.) Image review analysis and conclusion: the radiopacity of an inflated balloon is due to contrast. There is nothing in the first image to suggest a cause for the inability to visualize the inflated balloon. There is no contrast leaking from the initial balloon position to suggest balloon rupture.